Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was verified and attributed to a physically damaged multi-function cable. The damage prevented a complete connection to the test port causing an intermittent connection which prevented the delivery of energy. The multi-function cable was replaced to resolve the malfunction. This report has been attributed to improper handling of the device by the end user. Analysis of reports of this type has not identified an increase in trend.